Manufacturer narrative:
The field service engineer evaluated the instrument and did not find a specific cause for the issue. The instrument performance was verified by precision testing and the issue appeared to be resolved. As qc recovery was within the customer's established ranges, there was no indication of a performance issue with the reagent. Multiple abnormal aspiration and sample short alarms were noted in the analyzer alarm trace. This was an indication of possible poor sample quality. The investigation did not identify a product problem. The specific cause of the event could not be determined.

Manufacturer narrative:
The cobas c 503 analytical unit serial number was (B)(6) the investigation is ongoing.

Event description:
There was an allegation of questionable tina-quant lipoprotein (a) gen. 2 results from the cobas c 503 analytical unit. Sample 1 initial result was 87 mg/dl and the repeat result was 42 mg/dl. Sample 2 initial result was 61 mg/dl and the repeat result was 26 mg/dl. No questionable results were reported outside of the laboratory. The repeat result was believed to be correct.